Event description:
It was reported the customer had a prime anomaly. Customer reported receiving no delivery alarms during their prime process. The customer also stated the no delivery persisted after a reservoir change. Customer also stated their buttons were hard to press. Customer's blood glucose was 130 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.